Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of white foreign material in the air/water (a/w) tube and a/w cylinder, the evaluation found the following non-reportable malfunction(s): grip had a scratch; a/w-cylinder and suction cylinder had no color; flexibility adjustment ring had a scratch; scope cover had a crack; due to dirt on light guide lens, illumination was uneven; due to damage on charged coupling device unit, the image had roughness; due to wear of angle wire, bending angle in down direction did not meet the standard value; due to breakage of light guide-bundle, illumination was poor; probe cover was shaved; light guide lens had a crack; connecting tube had a buckling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation the colonovideoscope exhibited white foreign material in the air/water (a/w) tube and a/w cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, it could not be determined what the foreign material was and there was no damage identified to the area where the foreign material was detected. The root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: -gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.